Event description:
The customer reported the left monitor displayed an error. The service report was updated to reflect that the left monitor was blank. This issue will cause the system to be unusable due to the inability to see the live image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.